Event description:
The nurse reported the footswitch was not allowing the system to advance to the phaco mode. An incision had been made. The surgeon cancelled the case, as no backup system was available to complete the case. No pt injury was reported. Multiple attempts were made for more info on the event, and pt status with no response to date.

Manufacturer narrative:
The company technical support specialist spoke to the nurses. The nurses were advised the footswitch may need to be replaced. The nurse stated she was going to use wd40 to lubricate the pedal shaft. The nurse did not request service for the system. No sample was received for eval. The root cause of the event cannot be determined in this investigation. This report was mailed to FDA on: 10/02/2009.